Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 808:02:00 was neither confirmed nor produced during product evaluation. However, during the event history log review, quality engineering discovered an occurrence of failure code 808:02 which was identified as the determined condition. The root cause was found to be a faulty pump head module (phm). The phm was replaced to correct this condition. This device is a remediated colleague pump with a user interface module software version of 6.13.90. A device history review was performed with no exceptions during manufacturing found. A service history review was also performed revealing the reported condition is not related to any previous customer service request on this pump.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported a colleague infusion pump with failure code 808:02:00. It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.